Manufacturer narrative:
G24premarket / 510(k): k113220, k163174. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that deflation issue occurred. A 2.50mm x 30mm emerge balloon catheter was selected for dilation. However, the balloon did not deflate entirely when pulling negative. The balloon was prepped again, and it would not cross the lesion. The procedure was then completed using a different device, and it worked fine. No patient complications were reported.